Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that he have to called the paramedics and was hospitalized due to high blood glucose. The blood glucose reading was 560 mg/dl at the time the paramedics arrived. Customer stated that he had bent cannula and that the insulin pump did not alarm. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.